Event description:
(B)(4). Severe lower abdomen pain on my right side. Also during my menstrual I passing blood clots the size of half dollars and its painful. Also doctor has found that one of the devices is displaced. And is needing to remove it.